Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that bending angle in up direction did not meet the standard value due to wear of angle wire; the play of upward/downward angulation control knob was out of standard value due to wear of angle wire; adhesive on bending section cover was chipped, cracked and had white clouded area; image guide protector had cut; mouthpiece was loose; adhesive around light guide lens and objective lens was peeled; plastic distal end cover had a dent; connecting tube had a scratch; indication on scope connector was peeled; paint on suction cylinder and air water cylinder was peeled; universal cord had a wrinkle and a scratch; grip was shaved; control unit had discoloration; electrical connector had discoloration due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The legal manufacture was able to confirm the customer's reprocessing was in accordance with steps from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The subject event can be detected and prevented by implementation in accordance with the below instruction for use. Instructions for evis lucera giftype 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.